Manufacturer narrative:
We are waiting for additional information from the distributor.

Event description:
The laser system has the following problem: "the computer does not complete startup, restarts before windows finished."